Manufacturer narrative:
Based on the information provided, a definitive cause for the reported difficult to advance the knot could not be determined. Factors that may contribute to difficult to advance the knot include, but are not limited to, user tensions rail suture without distal advancement with knot pusher or the user tensions/advances non-rail (white) suture. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Type of investigation code 4109 was removed.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficult to remove suture could not be determined. Factors that contribute to the difficulty removing the suture may include, but are not limited to suture snag, suture caught in foot, or the suture pulled out of friable tissue such that the suture loop remained within the suture bearing. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3: date of event estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery for an interventional coronary procedure. Reportedly, during knot advancement, the threads got stuck. Two other proglides were used but the same issue occurred. Manual compression was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.